Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 455 mg/dl. The customer was treated with an IV at the hospital. The customer stated there were no significant events leading to the hospitalization. While troubleshooting, the customer stated the drive support cap appeared normal, that there were no air bubbles and that no leaks were observed. The customer confirmed that she would change the infusion set and check if the cannula was bent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.